Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set fell off event on (B)(6) 2026. The infusion set was used for two day. No further information available.